Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: the pump's black box showed a voltage drop on (B)(6) 2018 resulting in a replace battery alarm. No overheating was duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was very hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.